Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. A review of the black box indicated a call service 064 alarm had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting unspecified call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.